Event description:
Fentanyl syringe of 2500 mcg/ 50 ml. Order-initiated at 25 mcg/hr, then titrated by 25 mcg/hr every 5 minutes to pain score less than 5. The syringe manufacturer, syringe size, and drug volume were unknown. Also infusing at the time of the event was propofol (1000 mg in 100 ml bottle) initiated at 30 mcg/kg/min then titrated at 10 mcg/kg/min.

Manufacturer narrative:
The customer¿s report of a fentanyl overinfusion was not confirmed. Analysis of the pcu event log shows that at 8:22 pm on (B)(6) 2017 the syringe module was programmed to infuse 50mcg/hr at a rate of 1ml/hr using drug calculation. The syringe in use was an astrazeneca 50ml syringe with 47.0232ml detected. At 9:53 pm and 10:28 pm, 100 mcg boluses were delivered. At 10:35 pm the dose was changed to 100 mcg/hr (rate 2 ml/hr). Five minutes later at 10:40 pm the infusion was changed back to 50 mcg/hr (1 ml/hr). At 10:43 pm the device was paused. At 10:48 pm, the user programmed a delay for 30 minutes. At 11:18 pm, the user canceled the delay and started the infusion. At 11:34 pm, the device was channeled off. The volume recorded as being infused during this period was 6.6509ml. It is unknown why the device was channeled off at 11:34 pm and then removed at 12:55 am on (B)(6) 2017 after delivering only 6.6509ml; there were no alarms prior to the device being channeled off. The device passed all tests. The root cause of the reported fentanyl overinfusion was not identified.

Event description:
The customer reported an unspecified fentanyl syringe infusion was found empty earlier than expected. The fentanyl was started on a post-operative patient at 1950 in the pacu, and during the evening, propofol was also infusing. At 2245 the bp dropped to the 40¿s/30¿s and the patient was unresponsive even after both infusions were placed on hold. Medical interventions included: ivf bolus, narcan, phenylephrine bolus, EKG, and bedside cardiac ultrasound. Over the next hour, the vital signs stabilized and the patient became arousable. At around 0130, the syringe was found unexpectedly empty, and although the devices were sequestered for biomed, the sets were not saved. Although requested, no other event information was provided.